Manufacturer narrative:
Medical device expiration date: unknown. A 2000e (B)(6). Product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21055010. From the information provided by the customer it appears that the smartsite was occluded, however no further information was available to assist the investigation. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055010 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Although a definitive root cause could not be determined, previous investigations have determined that features on the surface of the male luer of the connecting products may contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 2000e china product in the past 12 months.

Event description:
It was reported when using the bd alaris¿ smartsite¿ needle-free valve there was flow issues. The following information was provided by the initial reporter. The male patient used a "needle-free infusion connector for infusion as instructed by the doctor. After the connection, the infusion connector was blocked and replaced immediately, resulting in a waste of consumables."